Event description:
It was reported the patient presented for an implant procedure. During post-procedure, the implantable cardiac monitor exhibited undersensing that led to false pauses. No intervention was performed. The patient was stable in condition.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.